Event description:
According to the reporter, during an abdominal wall hernia procedure, the device was used to fix a 15 cm circular mesh. The first 8-tack reload was used successfully but when the user tried to replace reload with 5-tack reload, they could not. The direction of the pin was found to be wrong so he/she changed the direction 90 degrees and the loading was successful. The 5-tack reload was also used without problems. The third reload (8-tack) was connected and the surgeon tried to rotate it, however, the rotation dial was very stiff. The device could not be rotated. The procedure was completed with another device. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The unit was received with proper timing and no reload. The articulation knob was broken and the joint was jammed in the articulated position. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to excessive manipulation of the device, in this case over torquing of the knob. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.